Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy there were no reports of patient use associated with the reported event.

Manufacturer narrative:
A stryker service technician evaluated the customer's device and was unable to duplicate the reported issue. After clearing the codes, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Manufacturer narrative:
Section h11 has been corrected. A stryker service technician evaluated the customer's device and was unable to duplicate the reported issue. The reported issue was verified. After clearing the codes, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy there were no reports of patient use associated with the reported event.